Event description:
Caller reported a malfunction on the pump, which displayed a malfunction code but did not cause any notable events prior to the issue. There was no reported adverse impact to the customer's blood glucose level. Customer was provided with instructions to reset the pump by technical support and, after resetting, the malfunction code did not recur. Customer was advised to continue using the pump and to call back if the malfunction code reappears and confirmed understanding of these instructions.